Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting episode of noise resulting in noise reversion. Programming interventions were discussed. However, no interventions or adverse patient consequences were reported.